Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering up. A field service engineer (fse) checked and found no issues on the power cord or wall outlet. Fse replaced the communication sled but could not be able to power up station. Then replaced the power supply, and able to power up station. Tested and was able power up to access all drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had device not powered up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.